Event description:
His lead was implanted on (B)(6) 2014 and explanted on (B)(6) 2014 due to an unknown product issue. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).